Manufacturer narrative:
It was reported that a hair was found inside the sterile packaging of the ventralex st mesh. The sample was returned and visual evaluation finds there is a hair inside the product inner tyvek envelope as reported. Visual characteristics are consistent with a human hair. Based on the reported information and the as received condition of the sample, the foreign hair appears to have presented as an out of box condition. The hair would have been present during the sterilization process and would have been sterilized along with the device. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in january, 2019.

Event description:
It was reported that on (B)(6) 2019 while preparing a bard ventralex st mesh for a case a "hair" was found inside the sterile packaging. The product was not used for the case.